Event description:
The customer reported several other pts with corneal burns. One day post-op there was a burn at the incision site, tissue became pale and blisters were observed. When the pt were seen one week post-op, everything was okay with the pt's corneas. The outcome is resolved. The doctor will not provide any additional info. For additional pts, see mfg report #'s MDR 2028159-2008-00100. MDR 2028159-2008-00101.

Manufacturer narrative:
The company service rep examined the system and found an advisory message (command failure - flow check failed excessive vacuum rise) however, no problems were able to be duplicated. The system was tested and met product specifications. The root cause of the reported corneal burn is unk and cannot be determined. There are no recent adverse trends associated with the complaint reported. Symptom code trending indicates no recent adverse trends associated with the symptoms code "command failure - flow check failed excessive vacuum rise." Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices. Hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.